Manufacturer narrative:
The event date is unknown and as a result, the 1st day of the year has been entered as the event date under b3. Date of event. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and the valve came loose. Valve came loose from sheath. There was no delay due to the reported event. The procedure was completed successfully. There was no patient consequence reported. Additional information was received. The hemostatic valve was the damaged part. It was not possible to check if the hemostatic valve dislodged inside the hub. It was not possible to check if the brim cap / hub became detached from the sheath. Air did not enter the patient¿s body. There was no patient consequence. It did not require treatment. No blood loss.

Manufacturer narrative:
The investigation was completed on 23-oct-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device number 18137389, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve. Valve came loose from sheath. There was no delay due to the reported event. The procedure was completed successfully. There was no patient consequence reported. The device evaluation was completed on 20-mar-2024. The product was returned to biosense webster for evaluation. It was sent to cordis for further investigation. Visual analysis of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No functional analysis was performed. The complaint reported by the customer was not confirmed, as the hemostasis valve did not show any abnormal condition; therefore, the separated condition reported could not be denoted, no visible damage or anomalies were present in the components of the received device. The exact cause of the reported event could not be conclusively determined during the analysis as handling factor could be related as no manufacturing issues or anomalies could be denoted during this evaluation. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. A device history record evaluation was performed and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).